Event description:
It was reported that customer experienced occlusion alarm, but alarm number could not be verified in pump history and occlusion troubleshooting indicated issue with infusion set site on lower back side after about three or more hours of use. There was no adverse impact to the customer's blood glucose level. Customer disconnected tubing, tightened connection, delivered test boluses as instructed, removed and inspected site and cannula with no damage observed, and then reconnected and later attempted follow-up call and customer stated that they continued to have occlusions. The customer was then transferred to the field team for additional assistance. No additional information was provided.